Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the plastic part on the fenestrated bipolar forceps instrument jaw broken off and separated while the instrument was moving around after coagulating the tissue. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed that no fragment fell inside of the patient. Intraoperative collision or misuse involving the instrument did not occur. No patient injury was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forcep instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.170¿ x 0.303¿ in size. Additional observation not reported by site included a section of the clevis pin broken. The broken piece was not returned with the instrument. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.